Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported the system stopped. It is likely a communication error was displayed. A communication fail error message will likely result in a system lockup, no boot, or shut down situation. There are no report of pt injury or death associated with this event.